Event description:
The customer reported corrupt pt image date resulting in a data mismatch within the same pt case directory. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system was evaluated and a software work around was provided. The customer was advised to allow the proper amount of time between initiating a save command and commanding the next exposure.